Event description:
A voluntary MDR/medwatch report was received on 04/06/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values. The event occurred seven days after the sensor had been inserted in the arm. On the evening, the spouse found the patient hypoglycemic and was unresponsive. The cgm value was low, and no bg value was specified. The patient is a ¿brittle diabetic¿ and hypo unaware. The spouse administered a glucagon injection. After the injection, the patient did not regain consciousness, so the spouse contacted emergency medical service. A total of 10 milligrams of glucagon (2 injections) were given. After arrival, the paramedics administered IV dextrose and the patient regained consciousness. At one point during the event the bg finger stick value was reported to be 10 mg/dl. Paramedics transported him to the emergency room (ER). No treatment details or bg values were specified for the ER visit. He was discharged 6 hours later at approximately 1 am after his condition stabilized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5116153, mw5116154 and mw5116155. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.